Event description:
It was reported that the system 2800 had intermittent problems with vertical lift displaying multiple error codes. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that internal control cables had been exposed to moving parts and had become damaged. Damaged cables and mechanical parts were replaced. The system was tested and found to be working as intended and placed back into service.